Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('she was in pain going in'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("she had new pain and started some spotting"), night sweats ("night sweat"), endometriosis ("she had endometriosis"), uterine prolapse ("severly prolapse uterus"), bladder disorder ("severly prolapse uterus, that was causing problems with her bladder") and discomfort ("discomfort"). The patient was treated with surgery (robotic left her ovaries). At the time of the report, the pelvic pain, vaginal haemorrhage, night sweats, endometriosis, uterine prolapse, bladder disorder and discomfort outcome was unknown. The reporter considered bladder disorder, discomfort, endometriosis, night sweats, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('she was in pain going in') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("she had new pain and started some spotting"), night sweats ("night sweat"), endometriosis ("she had endometriosis"), uterine prolapse ("severly prolapse uterus"), bladder disorder ("severly prolapse uterus that was causing problems with her bladder") and discomfort ("discomfort"). The patient was treated with surgery (robotic left her ovaries). At the time of the report, the pelvic pain, vaginal haemorrhage, night sweats, endometriosis, uterine prolapse, bladder disorder and discomfort outcome was unknown. The reporter considered bladder disorder, discomfort, endometriosis, night sweats, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.